Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset to resolve this issue. Additionally, it was reported that the pump touch screen was delayed in responding to presses. Customer's blood glucose was 140 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.